Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 768 mg/dl. The customer stated that he uses an mmt-332a reservoir and an mmt-397 infusion set, lot 9201703. The customer verified that the programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.